Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
After the filter was implanted 4 months and 20 days, the filter was ready to be removed. However, the filter was tilted, adhered to the wall, and severely wrapped by the inner membrane, the snare could not be taken out after repeated use of the snare. The loop technique and coaxial technique were used for many attempts, but the operation failed.